Event description:
The customer reported that after sealing tissue, the device blade would not advance and was stuck. As a result, the device was pulled from tissue which caused some bleeding. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.